Event description:
It was reported by the field service engineer that the ac module was faulty, and also damaged the therapy pca and the processor pca. There is no patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.